Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving demerol and another unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that on an unknown date, the patient went in to get the pump refilled. She notified the hcp (healthcare professional) that she was bleeding after the pump had been refilled and she was handed a paper towel. Two days after the refill, she started noticing pain and swelling. On the third day it was huge. It was confirmed that the patient had an infection at the pump pocket site. The entire device system was explanted. The patient no longer had a pump. Additional information received on (B)(6) 2017 reported that the pump was explanted two years ago. No further patient complications have been reported as a result of this event.